Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc sling system on or about (B)(6) 2010, for the purposes of treating her for stress urinary incontinence. It was alleged the plaintiff immediately suffered excruciating pain that extended from her navel down to the inside of her legs. The plaintiff has had trouble urinating and defecating, pelvic pain on an ongoing basis, recurring infections and cannot engage in sexual relations. The plaintiff has experienced significant physical, psychological, emotional and debilitating pain and suffering, significant psychological stress and depression, has undergone surgeries and hospitalization and sustained permanent and debilitating injuries.

Manufacturer narrative:
The reported serial number: (B)(4) was incorrect, but the correct serial number appears to be serial number: (B)(4) which was shipped to (B)(6) on (B)(4) 2009 per ams records. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report- (B)(6).